Event description:
It is reported that a customer received a button error alarm on their insulin pump. The patient's blood glucose level was 214 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. No further information was provided.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No unexpected button error alarms noted. All buttons function properly. Insulin pump corroded keypad traces noted during visual inspection. Insulin pump cracked lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and stained end cap sticker.